Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded

Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2022 and (B)(6) 2022 on a nasal sample. On (B)(6) 2022, the first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. Additional testing was performed on (B)(6) 2022 generating a positive result. Confirmation testing was not performed. Consumer indicated they were symptomatic. No additional information, including treatment and outcome, was provided.

Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2022 on a nasal sample. On (B)(6) 2022, the first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. Additional testing was performed on (B)(6) 2022 generating a positive result. Confirmation testing was not performed. Consumer indicated they were symptomatic. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.